Event description:
The caller states that pt developed an infection following hernia repair when the pds suture was used. Caller advised that pt was returned to the operating room for incision and drainage. Pt has fully recovered.